Manufacturer narrative:
The customer believes that the high potassium result was due to inaccurate indices of + instead of +++ on the hemolyzed sample and also adds that the problem has been observed intermittently. A siemens healthcare field service engineer (fse) was sent to the customer site when siemens was notified of the event. The fse verified that the setup of the analytical parameters are as specified and found no mechanical issues with the instrument or the ise module. The site has changed the hold on potassium results to now include + results and is being monitored.

Event description:
Discordant advia 2400 potassium results were obtained on a hemolyzed sample. The result was reported to the physician. The patient was treated with 30 mg kayealal with 1 amp calcium to lower the high potassium. After the drug was administered the patient was redrawn and a low potassium result was obtained. The patient was then given potassium replacement due to the low potassium result. There is no report of adverse health consequences due to the patient having been treated for the discordant potassium results.